Event description:
Patient was in catheter lab and event took place during the end of the procedure and involved a perclose device that had possibly caused a tear in the artery. Once injury was evident, doctor immediately requested a surgeon be paged. Once surgeon was given report and had assessed the patient, the patient was taken immediately to surgery.